Event description:
Device 5 of 5. Reference manufacturer report: 1627487-2010-02370 and 1627487-2010-02371, 1627487-2010-02372, 1627487-2010-02373. The pt rec'd her scs system including an ipg, percutaneous leads and lead extensions on (B)(6) 2010. Her system was implanted for peripheral nerve stimulation (pns) which is an off-label indication. It was reported that the pt experienced a burning sensation in the ipg pocket site when the stimulation for a particular lead she has is used. It was reported that the physician attempted to reposition the lead but the procedure was not successful. The physician explanted the entire system. The explanted devices were not returned to the manufacturer for evaluation.

Manufacturer narrative:
Device 4 of 5. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.